Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mhus10 biopsy probe was received with evidence of use in procedure. Visual inspection of the device shows a broken tube on the lateral vacuum line. Probe was attached to holster for functional evaluation. Probe initialization was normal. No errors were received during tissue sampling. However, samples were not transported to the sample management cup. The device was found to have breast tissue clogging the cutter. Once breast tissue was removed, samples were obtained as designed. Due to the discovery of tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The sales rep reported that during procedure received probe error. Procedure was completed with another device.